Event description:
It was reported via repair work order that the bed exit was not functional as the scale had not been zeroed out prior to use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.